Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, a hole is visible between the tissue expander shell and suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the mentor procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor tissue expander and experienced deflation (unknown side) postoperatively. As a result, the patient underwent removal and replacement with an unspecified tissue expander. Upon explantation, a hole was observed near the suture tab in the posterior side of the device. A healthcare professional from the doctor¿s office stated that the device was discarded and is not available for product analysis. The date of explantation was estimated as (B)(6) 2021 based on available information. As the doctor office indicated that they didn't wish to be contacted regarding the event, mentor was unable to follow up for further clarification.